Event description:
The user received questionable high results for calcium on the integra 800 analyzer, serial number (B)(4). The event involved 8 patient samples. Seven patient samples gave discrepant results. Patient sample 1, the initial calcium result gave 9.4 mg/dl. This result was reported outside the laboratory. The repeat result was 7.5 mg/dl. The repeated calcium result was used as the corrected result. Patient sample 2, the initial calcium result gave 10.3 mg/dl. The repeat result gave 8.4 mg/dl. This repeated calcium result was considered the correct result and was reported outside the laboratory. Patient sample 3, the initial calcium result gave 11.7 mg/dl. The repeat result gave 9.1 mg/dl. This repeated calcium result was considered the correct result and was reported outside the laboratory. Patient sample 4, the initial calcium result gave 11.2 mg/dl. The repeat result gave 9.8 mg/dl. This repeated calcium result was considered the correct result and was reported outside the laboratory. Patient sample 5, the initial calcium result gave 10.6 mg/dl. The repeat result gave 9.1 mg/dl. This repeated calcium result was considered the correct result and was reported outside the laboratory. Patient sample 6, the initial calcium result gave 9.2 mg/dl. The repeat result gave 7.8 mg/dl. The initial calcium result was considered the correct result and was reported outside the laboratory. Patient sample 7, the initial calcium result 9.5 mg/dl. The repeat result gave 8.3 mg/dl. The initial calcium result was considered the correct result and was reported outside the laboratory. It was reported the calcium result deemed correct was determined based on delta checks with previous calcium results for these patient samples. Erroneous results were reported for patient 1 only. No patients were affected. The field application specialist and the field service representative determined there was a problem with the calcium reagent. The calcium reagent was replaced with a new lot number. Performance tests were performed which were within specifications. The user reports no further issues since replacement of calcium reagent. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.